Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have water in the lungs. The patient was reportedly hospitalized in response to the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have water in the lungs. The patient was reportedly hospitalized in response to the event.the medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection - dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, rear panel o-ring, dc jack color insert. Unknown contaminate was observed inside the top enclosure and inside the ui panel. A black unknown dust was observed inside the bottom enclosure. Liquid ingress was observed on the blower, blower box, p4 power connector. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 32 errors (1 of error #152 err_cpu_mem_manage_fault ,5 of error #190 err_lcd_ID_error,5 of error #153 err_cpu_bus_fault,3 of error #200 err_rtos_abort_error,8 of error #30 err_motor_spinup_flux_high,10 of error #7 err_software) found. The manufacturer concludes,that they could not confirm the customer complaint and they confirmed the dust/dirt contamination in the airpath, likely from a source external to the device and there is no evidence of degraded sound abatement foam.